Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the physician could not tighten the setscrew on the device. The setscrew was retracted and then could not be retightened in the header. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was returned and analyzed and no anomalies were found. However, the returned device indicated a damaged grommet, a missing set screw and a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.